Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before use in the routine inspection, the technician turned on the machine and found that machine display getting disappeared and beep alarm sound came from the machine. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that air pressure was not maintained properly. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that there was an abnormal sound and no display due to the main board failure. The main board failure might caused by aging due to the environmental factors, because the board was corroded according to the device inspection result from local service department. Omsc also presumed that air pressure was not maintained properly due to malfunction of the primary decompression device. The primary decompression device failure might caused by aging due to the environmental factors, because it was corroded according to the device inspection result from local service department.